Event description:
A patient reported blood glucose results of 82 mg/dl abd 106 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in term of precision. A control solution and check strip test were performed and the results fell within specifications.